Event description:
The lead was electively explanted during valve replacement surgery. Device analysis reveals a j retention wire fracture without protrusion through the outer polyurethane insulation. Device analysis is provided.